Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned. Data logs show a drop in signal-to-noise ratio (snr) with contrast barcoding and placement signal (ps) going out of range for approximately 120 hours. Ps returned for the rest of the case. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella 5.5 support, and, during support, there were placement signal issues. Echocardiography was performed, and the impella appeared to be in appropriate position. Support continued. No known patient harm or injury occurred.